Manufacturer narrative:
The customer evaluated the device at the customer site.

Event description:
The customer reported that the device showed a shock equipment malfunction. There was no reported patient or user involvement and no adverse patient/user impact.